Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electronic parts. As a result, the suggested event occurred. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had no image. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that a e315 unsupported scope error message was displayed when the scope was connected to a video system and turned on. The report is being submitted due to the e315 error message found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the plug body was dismantled and moisture indicators had been triggered with moisture droplets evident. Also, evaluation found the bending section cover adhesive was lifted, the insertion tube had minor delamination, the scope connector had excessive fluid ingress, angulation had play, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.